Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested. Per additional information received, the patient has experienced pain, erosion, infection, urinary problems, and dyspareunia.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risk associated with surgically implanted materials.(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced worsening incontinence, lower abdominal pain, urinary urgency and leaking, minimal urethral hypermobility, small grade one cystocele, unable to self-catheterize, hematuria, retention, left lower quadrant pain, mild trabeculation, diverticula in the bladder with cystocele more prominent, gross hematuria requiring CT of abdomen and pelvic revealing gas density present within the urinary bladder suggesting recent instrumentation on ((B)(6) 2012).